Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens). Patient said they might've pulled the wires loose from their back once they sat down. As a result of what was reported, they were advised to contact their healthcare provider (hcp). The next day, patient noted seeing their hcp who changed them to their left side because their right side was not working as well as their left. No patient symptoms were reported and no further complicationshave been reported as a result of this event.